Manufacturer narrative:
A sample was not available for investigation of this feedback; however the customer indicates that the piston of the maxzero did not return to the sealed position following disconnection of a blood collection product. Additionally the customer confirmed this occurred approximately ten times. The details of this feedback were forwarded to the manufacturing site. A review of the production records did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s report could not be determined in this instance. Without a sample it is not possible to determine what have caused or contributed to the reported issue. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the maxzero product.

Event description:
Report suggests blood leaked out of the max zero. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.